Event description:
It was reported that during cleaning conducted at the user facility, metal shavings were noticed in the sagittal head of the saw. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device eval, corrosion and a cracked link with fins were found in the sagittal head, which are probable causes of the reported metal shavings.